Event description:
Per maude report (B) (4), during an unk procedure, the stapling device was inserted into the port site in the closed position and when time for release, the surgeon could not put it in the open position. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.